Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak from a maxzero during a syringe module infusion. There is no report of patient harm. Additional event information has not been provided.

Manufacturer narrative:
Concomitant products: huber needle, therapy date (B)(6) 2015. Correction on initial report : disregard 8100 from concomitant products. The customer¿s report of leakage from a maxzero valve during syringe module infusion was not confirmed. Only an empty 3ml syringe and a used huber needle were received. The suspect needleless valve was not received. Because the suspect maxzero valve was not provided for investigation, a laboratory maxzero valve was used during functional testing with the received syringe and needle; no leaking was observed. The root cause of the reported event was not identified.